Event description:
It was reported to boston scientific corporation that an advantage fit was implanted into the patient on (B)(6) 2018. The patient experienced complications and further surgery. Patient symptoms include: groin pain; painful intercourse; damage surgical interventions: on (B)(6) 2018 the patient underwent surgery with the advantage fit implant under general anesthesia for the following purpose: treat bladder incontinence. On (B)(6) 2018 the patient underwent further surgery with an obtryx ii implant under general anesthesia for the following purpose: replace advantage fit implant due to extreme nerve pain and inability to move, walk or function.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.